Event description:
It was reported that during the night following implant, the patient started coughing and vomiting. A drop in r-waves and loss of capture were observed. A CT scan revealed the lead dislodged and moved into the pericardium. Cardiac perforation was suspected. The lead was successfully repositioned. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4).